Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch # 3004209178-2015-75468 related to this event.

Event description:
The customer called and reported experiencing high blood glucose of 414 mg/dl, which was unsuccessfully treated with a syringe and the insulin pump. Air bubbles in the tubing and reservoir of approximately 3/8ths of an inch were found. The customer also noticed a possible reservoir leak as there was fluid in the reservoir compartment of customer's insulin pump. The reservoir was dried and customer stated it was dry from o rings and barrel. Customer was advised to discard the reservoir. The reservoir will not be returned for analysis.